Event description:
It was reported by the customer that the bd venflon¿ pro safety catheter was unable to remove due to the rupture of the internal cannula and blockage of the catheter in vein. The following information was provided by the initial reporter, translated from italian to english: inability to remove the catheter due to rupture of the internal cannula and subsequent blockage of the catheter in the vein. Consequence: surgery; additional information about incident: surgery and specific medical intervention.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device catalog #: 393226; d4: medical device lot #: 2175607; d4: medical device expiration date: 30-jun-2025; h4: device manufacture date: 12-jul-2022. H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
The following fields were updated due to additional information: h5: imdrf annex a grid: a0401. H5: imdrf annex a grid: a150207. H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported by the customer that the bd venflon¿ pro safety catheter was unable to remove due to the rupture of the internal cannula and blockage of the catheter in vein. The following information was provided by the initial reporter, translated from italian to english: inability to remove the catheter due to rupture of the internal cannula and subsequent blockage of the catheter in the vein. Consequence: surgery additional information about incident: surgery and specific medical intervention.

Manufacturer narrative:
Initial reporter e-mail: (B)(6). Medical device lot#: lot was reported; however, this is not a lot#: 0331706 manufactured for the reported catalog#. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd venflon¿ pro safety catheter was unable to remove due to the rupture of the internal cannula and blockage of the catheter in vein. The following information was provided by the initial reporter, translated from italian to english: inability to remove the catheter due to rupture of the internal cannula and subsequent blockage of the catheter in the vein. Consequence: surgery. Additional information about incident: surgery and specific medical intervention.